Event description:
It was reported that the vns patient was scheduled to undergo surgery due to a lead fracture. The patient had been experiencing an increase in seizures. It was noted that vns patient went from 40 seizures per month to two seizures per month with vns. The patient underwent surgery on (B)(6) 2014, but only the patient¿s generator was replaced during the procedure due to end of service. It is unclear if generator replacement resolved the lead issue. Attempts for additional relevant information have been unsuccessful to date. The explanted generator has been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the returned generator was completed. There were no performance or any other type of adverse conditions found with the pulse generator. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The as-received internal device data showed that the last 25% change in the impedance value occurred at replacement surgery on (B)(6) 2014. Prior to this change, the patient¿s device showed high impedance.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.